Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from laparoscopic rectosigmoidectomy procedure, the device had poor staple formation. It was necessary to reoperate to suture the fistula. The patient's hospitalization was extended for one week. The patient had a temporary injury.